Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms. It was noted that this system may be considered non-conditional for magnetic resonance imaging (MRI) due to possible rv lead fracture. This rv lead remains in service. No adverse patient effects were reported.